Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
The surgeon reported 6-10 patients over the past year had eschar at their incision site after a tka procedure, resulting in delayed healing time. The surgeon was unsure if he was using the aquamantys device to close to the patient's skin and may have contributed to the delayed healing. The event dates are unknown; therefore the awareness date, (B)(6) 2016 will be used in its place. In addition, due to the fact that the patient count and patient demographic information is unknown this one report will represent all patients.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.